Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 78 year old male patient presenting for myocarditis. While on impella support, it was noted that the patient experienced hemolysis. Haptoglobin was administered to the patient and the performance level was changed from p-9 to p-7 to treat the reported condition.